Event description:
It was reported that during a sleeve gastrectomy procedure, the incident occurred at the second cartridge. The stapling was incomplete as if the instrument had cut the tissue without stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.